Event description:
It was reported the cords emitted sparks where the butterfly entered the pad. Visual inspection of the components revealed that the electrical cord had been subjected to a great deal of stress, pulling the wire connections apart and allowing the wire to emit sparks. We concluded that this report was attributable to misuse on the part of the consumer.